Event description:
MRI stretcher, model # 1000mr-124, serial number # (B)(4), dated (B)(6) 2012. On (B)(6) 2012, mr techs voiced concerns that the metal around the edges is too sharp. Clinical engineering has examined the unit and found that the metal under the white bumper is sharp most of the way around the stretcher. It appears like some finish work was done to some of the corners, but the majority of that metal strip has a "mill finish" edge with a sharp burr. This could present a cut hazard to users who grab along the sides of the stretcher to position it. Email sent on (B)(6) 2012 to manufacturer regarding these issues. There were two other issues mostly cosmetic: welds on brackets that support the side rails still have a black residue that needs to be cleaned off. Also, the bottom of the metal panel that supports the pad was covered with dirt.